Manufacturer narrative:
The reported failure was confirmed. When the scan button was pressed, the probe displayed inaccurate scans. The scan cable was replaced. Also, during the testing on the spiral phantom, the unit failed the calibration. The dcm was replaced. The system operates as intended.

Event description:
It was reported that the device displayed an inaccurate reading. It was reading zero on patients with positive bladder volume residual. No patient injury was reported.